Event description:
There was an allegation of a questionable creatinine (crea2) result from the cobas 8000 c702 module. The initial result was 347 umol/l and the repeat result on (B)(6) 2024 was 75 umol/l. The repeat result was believed correct as it was consistent with the patient's clinical presentation.

Manufacturer narrative:
The reagent lot number was 75442501. The expiration date was requested but was not provided. The field service engineer checked the gear pump pressure, reagent rinse, sample probe rinse, and the cell fluid level. He cleaned the cells and probes, checked all rinse functionalities, and confirmed the analyzer was performing within specifications. The investigation did not identify a specific product problem. The cause of the event could not be determined but was consistent with a maintenance issue.